Event description:
It was reported the physician implanted a gore helex septal occluder to close an 8mm atrial septal defect on (B)(6), 2010. During a f/u exam on (B)(6), 2010, transthoracic echocardiography showed the occluder to have embolized to the right atrium. The device appeared to be resting on the tricuspid valve and a residual shunt persisted across the defect. The device was not interfering with the tricuspid valve and there was no evidence of tricuspid regurgitation. The device was surgically explanted on (B)(6), 2010, and the defect surgically closed. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that the device met all pre-release specifications.